Event description:
A patient presented at the emergency department with abdominal pain. She was tested for pregnancy with clearview easy hcg uring pregnancy test. The result was negative. A second clearview test was done 12 hours later and was positive. A serum hcg test gave a valu of 3483miu/l. The patient had an ectopic pregnancy which ruptured and she had surgery.